Event description:
It was reported that the insulin pump alarmed no delivery during the bolus process. The customer did not know the blood glucose reading. He stated that he believed that there was an issue with the insulin pump itself and was very resistant against troubleshooting. It was found that insulin did exit out of the quick release. The customer was advised to remove the cannula, reattach it to the tubing, and run a 5.0 unit fill cannula process. The call was disconnected and a callback to the customer was unsuccessful. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.